Event description:
It is reported that a customer received fill cannula notification on their insulin pump. The patient's blood glucose level was 420 mg/dl at the time of the call. The customer stated that they had a black circle on their insulin pump and may have issues with their keypad. The customer was on their way to the hospital and did not have the time to provide any further information or accepted assistance in trouble shooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.